Event description:
It was reported that during fluoro the left (live) monitor was black. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber pcb was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.